Event description:
It was initially reported that a patient experienced a loss of therapeutic effect. It was stated that "for the last month" the patient had to "constantly" increase stimulation settings. The patient was not experiencing symptom relief. It was reported that the implantable neurostimulator (ins) battery was low. Additional information received on (B)(6) 2013 noted that the cause of the event was low battery. Battery depletion was noted as premature. Explant and replacement with new ipg was noted on (B)(6) 2013. Hospitalization was not required.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-33, lot# v596329, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).